Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 404 mg/dl. The customer was treated with insulin pump. The customer stated that there is a little blood at the tip of cannula and possible bent cannula. The customer reported the alarm was resolved by complete set change. The customer was advised to do a complete set change as soon as possible. The customer was unable to troubleshoot at time of call because he was unable to determine the cause of the issue. The product return base on customer request.